Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient does perform a daytime manual exchange. A culture test was performed, and the results confirmed growth of serratia marcescens. The patient was treated with antibiotics (type, dose, route, frequency unknown). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of serratia marcescens. Patients with renal failure are susceptible to serratia infections. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. A culture was obtained which confirmed the diagnosis of peritonitis, however the organism was unknown. The cause of peritonitis was unknown. The patient was treated with antibiotics (type, dose, route, duration unknown). Additional information has been requested, however to date not provided. Should additional information become available, the file will be reassessed and updated accordingly.